Event description:
During a cranial osteoplasty 'hydroxy apatite' was placed at the (right) superolateral orbit and temporal hollow. Months later pt began experiencing swelling over left eye and seepage of milky-white substance. Pt underwent 4 additional surgeries to remove 'hydroxy apatite. Date of removal is unk.